Event description:
It was reported the patient experienced chest pains after trial implant surgery. The patient was at home at the time of this report; the patient's status was undetermined. The patient was redirected to contact the health care professional. Additional information has been requested from the hcp, but was not available as of the date of this report.